Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid was flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the m.blue operates within the accepted tolerance in the vertical position, but not in the horizontal position. An reduced outflow of m.blue was determined. Adjustment test: the m.blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found. Results: based on the results of the examination, a slowed outflow and an non-adjustability of the progav 2.0 can be determined. The deposits visible in the valve have led to the functional impairment. Furthermore, we cannot detect any functional abnormalities or other abnormalities in the supplied foreign catheter. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue (5) valve (#fx801t) was implanted on (B)(6) 2023. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2026.